Manufacturer narrative:
Corrected date of event information: event date (B)(6) 2017. Additional information: other relevant history. (B)(4). Additional information was requested and the following was obtained: requesting clarification of initial procedure date - the initial procedure date is (B)(6) 2017. Are there any products to return for analysis? No products to return. Initial procedure date (B)(6) 2017. Did the patient have a pre-existing infection? No pre-existing infection was noted. Date infection was noted? Patient had a fever on (B)(6) 2017. Please indicate all medical or surgical interventions performed? No surgical interventions. Standard treatment for fever. No cultures or viral panels were performed. Results of any cultures taken: no cultures taken. Update to patient current condition patient was noted as ¿remarkedly improved¿ what is the physicians opinion was the sepsis related to the dermabond prineo? Physician merely reported as such because of the fever. Patient pre-existing medical conditions (ie. History of infections) pre-existing graft can you identify the product code of the monocryl suture? 4-0 monocryl¿particular code not noted what was the condition of the subcuticular tissue where the monocryl was placed? Normal tissue was a culture performed on the subcuticular tissue site where the monocryl was used? No culture or viral panel was ever taken. What was the result of the culture? Na. What was the appearance of the lower leg incision when the dressing was placed? Some drainage post op at this incision site. What date post op did the patient present with symptoms? Patient presented with fever on (B)(6). Do you have any photos of the 2 leg incisions? No photos taken. What is the surgeon opinion of the sepsis being related to the monocryl or ethilon suture or prineo? Just mentioned fever presented post op. What medical intervention was prescribed/ performed to treat the sepsis? No culture or viral panel was taken. What is the current condition of the patient? Noted patient has remarkedly improved.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Suture questions: what was the date of the procedure? Can you identify the product code of the monocryl suture? What was the condition of the subcuticular tissue where the monocryl was placed? Was a culture performed on the subcuticular tissue site where the monocryl was used? What was the result of the culture? Can you identify the product code of the ethilon suture? What tissue layer of the lower leg incision was the ethilon suture placed? What was the condition of the lower leg tissue where the ethilon was placed? Was a culture performed on the lower leg tissue site where the ethilon was used? What was the result of the culture? What was the appearance of the lower leg incision when the dressing was placed? What date post op did the patient present with symptoms? Do you have any photos of the 2 leg incisions? What is the surgeon opinion of the sepsis being related to the monocryl or ethilon suture or prineo? What medical intervention was prescribed/ performed to treat the sepsis? What is the current condition of the patient?was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions (ie. History of infections).

Event description:
It was reported that the patient underwent a femoral graft procedure on (B)(6) 2017 and the suture was used for subcuticular closure. A dressing was not applied over the groin incision. The incision site was not red, hot or swollen. After the procedure, the patient was readmitted to the hospital due to sepsis. The patient was being treated according to standard practice. Additional information has been requested.